Event description:
It was reported that the user experienced out-of-range blood glucose after an, unannounced meal and a subsequent snack for a prior low, with glucose rising to about 300 mg/dl and later decreasing to 226 mg/dl over approximately three hours; the user had changed pump supplies the prior evening and, did not use backup therapy or perform ketone testing. Symptoms included a headache. Outcomes included no medical intervention and no assistance sought. Investigation included complaint intake and troubleshooting with user education regarding missed meal announcement. Investigation of this case revealed user-related use error associated with a missed meal announcement; no device alarms were reported and no device malfunction was indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.